Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues reported or identified through this evaluation. Although no device related issues were reported by the account, the heartmate 3 left ventricular assist system (lvas) instructions for use lists adverse events that may be associated with the use of the heartmate 3 lvas. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Ventricular fibrillation occurred prior to lvad implant as part of the heart failure disease in the course. Right ventricular failure was not related to the lvad therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to untreatable ventricular fibrillation followed by right ventricular failure (rvf). It stated the outcome was not device or therapy related. The patient suffered from rvf caused by an at least untreatable ventricular fibrillation which was also an issue prior left ventricular assist device (lvad). Rvf was related to the outcome. No device related issues were mentioned and didn't lead to outcome. The lvad performed as expected. An autopsy was not performed and would not be provided. The pump was not explanted.